Manufacturer narrative:
Reported event of exit marker detached. Visual evaluation of the complaint device found that the exit marker was detached and not returned. There was no other issues noted to the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, there was a very tight stricture that they were trying to dilate; however, during the procedure the exit marker detached from the balloon. The physician was able to retrieve the exit marker using a foreign retrieval device. The procedure was not completed as the physician believed the stricture was too tight for further dilation. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.